Event description:
It was reported that an ilet pump shut down and did not power back on despite being placed on a charging pad that illuminated green and indicated charging; the unit remained unresponsive after an initial 15 minutes of charging and the user was advised to charge longer and call back if the issue persisted. Customer care provided support which included troubleshooting guidance. Investigation of this case revealed that the device exhibited low to very low battery behavior and was not charging effectively when connected in a vehicle, with subsequent charging attempts advised. No adverse clinical effects reported. Outcomes included no medical intervention. It was concluded that the event was consistent with power depletion and ineffective charging in the vehicle, with no injury reported.